Event description:
It was reported that during a left primary knee procedure, surgeon went to use the t-handle and the device seemed to be stuck/in-operable. Confirmed by sales rep that device was in-operable (spring seems to be stuck/missing) another device was readily available and case was completed without delay.

Manufacturer narrative:
Reported event: an event regarding a failure to assemble involving a t-handle driver was reported. The event was confirmed by the functional analysis. However after disassembly and reassembly the device is fully functional method & results: device evaluation and results: the device was functionally tested with a 1/8" hex drive (catalog no.; 6541-4-802). The t handle locking sleeve (9000-8-300) could be moved toward the handle but heavy erratic resistance was encountered as if debris was present or the device was not properly lubricated. The hex drive could be assembled into the device but was not held in place with the spring loaded locking pin. The device was disassembled and all components were found present. Some lubrication was noted but no debris was found. The device was then reassembled. After reassembly the locking sleeve moved easily and the hex drive could now properly held in place. Apparently during the disassembly and reassembly the lubricant had been redistributed making the device fully functional. Medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the cause of the device not functioning correctly was due to a lack of lubrication. (B)(4) states that ¿instruments with articulating surfaces must be tested for movement. A moist heat compatible, medical grade lubricant should be applied to all articulating joints prior to sterilization.¿. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a left primary knee procedure, surgeon went to use the t-handle and the device seemed to be stuck/in-operable. Confirmed by sales rep that device was in-operable (spring seems to be stuck/missing) another device was readily available and case was completed without delay.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.